Event description:
It was reported per the facility medwatch, "the pt had a fistulogram and balloon angioplasty. During the procedure the entire balloon ruptured and detached from the catheter. The balloon material remained in the pt. The location of the balloon material is unknown, probable embolization, pt is asymptomatic. Patient treated conservatively post-procedure. Admitted for observation x4 days. Given lovenox 40mg daily."

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.